Event description:
It was reported that an increase in impedance and capture threshold was observed on the right ventricular lead. The lead remained implanted. No patient symptoms were reported.

Event description:
New information reported that high impedance continued to be observed. Noise resulting in pacing inhibition was also noted. No patient symptoms were reported. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
Final analysis found that a partial lead was returned in two pieces. The outer insulation was damaged/breached exposing the outer coil at 9.0 cm from the connector pin. All five filars of the outer coil were found melted/separated at the same location. This damage to the insulation was consistent with exposure to constant friction against the device can. It was suspected that the damage to the outer coil was sustained due to shorting with the device can and high voltage circuit of another high voltage lead. The damage sustained contributed to the reported electrical anomalies.

Manufacturer narrative:
.